Event description:
It was reported while using bd precision glide¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the pre-source plants have completed their stock checks and found additional lots affected. Please include lots 2144955, 2279141, and 2363753 as part of this defect notification. I am finalizing the total qty¿s affected for each lot and will provide in a follow up response as soon as possible.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 07-jun-2023. H6: investigation summary: it was reported the needles have a defect that appears to be consistent with an epoxy over drip. To aid in the investigation, nineteen samples and ten photos were received for evaluation by our quality team. The samples came packaged in three plastic bags, each with a piece of paper indicating the lot number. Ten samples were from lot 2363753, six samples were from 2279141 and three samples were from lot 2144955. A visual inspection was performed and there is an epoxy drip over on the needle hub. The drip over is located between the needle hub ribs at the outer side of the needle hub. The point where the needle hub and needle join is acceptable. There is no excess of epoxy and perfect bonding. The ten photos provided show some of the samples received. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 303005, lots 2144955, 2279141 and 2363753. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd precisionglide¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the presource plants have completed their stock checks and found additional lots affected. Please include lots 2144955, 2279141, and 2363753 as part of this defect notification. I am finalizing the total qty¿s affected for each lot and will provide in a follow up response as soon as possible.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2144955. D4. Medical device expiration date: 24may2025. H4. Device manufacture date: 24may2022. D4. Medical device lot #: 227914. D4. Medical device expiration date: 06oct2025. H4. Device manufacture date: 06oct2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.